Event description:
It was reported to medtronic minimed that the experienced hyperglycemia for greater then 4 hours and noticed a recurring "insulin flow blocked" (ifb) alarms even after changing infusion sets and running the fill cannula process. The customer reported a blood glucose value of 359mg/dl and the hyperglycemic event was treated with insulin pump. The event involved product(s) mmt-1884l, mmt-387a, mmt-332a, unknown sensor. Troubleshooting was performed for hyperglycemic event. Customer had been using the insulin pump system within 48hours of reported at the time of event. Customer stated auto mode/smartguard feature active at the time of event. Troubleshooting was performed for the insulin flow block alarm. The customer reported recurring insulin flow blocked alarms after troubleshooting. The customer had tried all remedies or did not want to troubleshoot for recurring alarms. No further patient complications were reported. Mmt-1884l was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-387a, mmt-332a, unknown sensor were not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On the primary svn (B)(4), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 18-jan-2026 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn (B)(4), perform the history review 1 week prior to the event date 18-jan-2026 in the pump history file and found 2 lost sensor alerts on 01/13/2026, 2 nodelivery (7) alarms on 01/13/2026 (during bolus), 5 nodelivery (7) alarms on 01/14/2026 (during bolus), and 33 nodelivery (7) alarms on 01/18/2026 (during bolus/basal). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. On a related svn (B)(4) and on related svn (B)(4), perform the history review on 03-jan-2026 to 06-jan-2026 in the pump history file and found 14 nodelivery (7) alarms on 01/03/2026 (during bolus/basal), 2 lost sensor alerts on 01/05/2026, and 33 nodelivery (7) alarms on 01/06/2026 (during bolus/basal). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.0 mv). The pump passed the functional testing. Unable to confirm alleged high bgs. Delivery anomaly-no delivery/occlusion alarm (insulin flow blocked alarm) not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.